Manufacturer narrative:
Initial and final MDR (B)(4). MDR .- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a leakage event on (B)(6) 2026. Medication leaked from the cannula site causing the adhesive part of the cannula to lift and detach starting from the edge. This led to cannula site redness with burning sensation, blister formation, and a literal burn observed on the patient skin. No further information available.